Event description:
It was reported that the bd¿ insulin pen needle went through the shield. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two open 31g x 5mm pen needle samples were returned from lot. No. 7052715, cat. No. 325104. Visual examination was carried out on the returned samples and it was observed that one sample had a cannula through shield. No issues were observed with the second sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA (B)(4) was opened to address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ insulin pen needle went through the shield. There was no report of exposure, injury, or medical intervention.